Event description:
Catheter placed in patient for ablation. All indications were noted to be appropriate. When asked to ablate, the power remained at zero when power should have increased to meet power setting. Catheter was then repositioned and a second attempt to ablate was made with same result. A new cable was obtained per protocol with same result. A new stockert generator was then obtained and connected with same result. At that time the catheter was removed, a new catheter was obtained and positioned in the patient. The procedure proceeded without further incident.I will contact rep for replacement credit of safire ablation catheter. No harm to patient.======================manufacturer response for safire ablation catheter, safire ablation catheter (per site reporter).======================I will contact rep for replacement credit of safire ablation catheter.